Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 322 alarms which was reproduced through troubleshooting of the device. A review of the event history log identified the multiple presence of 'system error 322' messages. The cause was determined to be a lower link that was not operating as intended. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during testing in the biomed service department. There was no patient involvement. No additional information is available.